Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection with the naked eye noted a separation between the female connector and the main body of the twist clamp. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The female connector was connected and disconnected by hand using the returned patient connector with no issues noted. The reported condition of connection issue to female connector was not verified, however, the sample did not meet specification due to the separation between the female connector and the main body. The cause of the separation was determined to be a manufacturing related issue due to an inadequate solvent bond between the female connector, the insert chip, and the main body. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector (dark blue) of the minicap transfer set was unable to be disconnected from the patient line of a homechoice cassette. This was observed during use of devices for peritoneal dialysis (pd) therapy. The patient had to cut patient line to disconnect from the cycler. There was no report of patient injury or medical intervention associated with this event, however the patient was treated with prophylactic antibiotics. No additional information is available.